Manufacturer narrative:
All three images imported into merge pacs were timestamped for 10 a.m. None of these images were found caught in the system which would prevent the customer from viewing all three images at the time of review. After further review, it was found that the customer did not scroll down to view the third image and third image was later found on second review of images by a radiologist. It was this subsequent review where it was discovered that the third image revealed the patient had a fracture.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016 a customer contacted merge healthcare and alleged that an incident had occurred where the third image on a report was not reviewed by the radiologist. The third image showed a fracture that initially went undetected due to not being reviewed. This resulted in a delay in diagnosis and/or treatment for the patient. Currently there is no indication of an adverse event to the patient. (B)(4).